Manufacturer narrative:
Despite repeated attempts to retrieve device at this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient with this pacemaker was admitted into the hospital after being evaluated for pauses. It was reported that the device was not pacing as expected. A temporary wire was inserted and the patient was sent to the following physician. After the physician reviewed the case, it was believed that the device was oversensing a signal causing pacing inhibition. The ventricular sensing was programmed to 0.75 which was extremely low considering the patient's history with an ablation. All other lead measurements were stable and within normal limits. The ventricular sensitivity was increased. No further adverse patient effects were reported. Additional information was provided that there was still noise and oversensing after the sensitivity adjustment therefore, the patient underwent a revision procedure and the right ventricular (rv) lead was replaced with a competitor's product. The next day there were pauses in pacing. The system was interrogated and loss of capture was seen. The competitor's lead was successfully repositioned with favorable capture and thresholds. This pacemaker was explanted and replaced during that procedure.